Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported one month after injection to both malar sites with juvederm voluma with lidocaine patient developed "a nodule in the left malar site. It is visible and palpable and a little painful." Patient was prescribed prednisolone and zitromax and symptoms resolved after 4 days.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of painful nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of painful nodule as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported one month after injection to both malar sites with juvederm voluma with lidocaine patient developed "a nodule in the left malar site. It is visible and palpable and a little painful." Patient was prescribed prednisolone and zitromax and symptoms resolved after 4 days.